Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The lens was found cut in half. The lens was also observed to be torn at the haptic optic junction of the lens, with that portion of the lens separated. Scratches were also observed on the optic of the lens. In addition, photographs provided by the customer were evaluated. The photographs showed an eye implanted with the suspect lens and a crack like mark can be observed near the edge of the optic. No further issues were observed. No further evaluation was performed. The complaint issue "lens damaged" was identified during product and photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a- lens was removed/replaced during the same procedure. Section d6b: explant date: n/a - lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol) the surgeon noticed a crack in the ocular surface. The iol was removed and replaced with a back up iol during the same procedure. No further information was provided.